Event description:
A perceval pvs23 was implanted on (B)(6) 2018 due to stenosis of the native aortic valve. After extensive decalcification, the surgeon measured the annulus and a medium valve was implanted. The implant was very difficult to visualize, and the holder might not have been perfectly perpendicular to the annulus. After declamping, the surgeon did not get confirmation that the valve was positioned correctly via tee, as the quality of the imaging was poor; however, the patient's parameters were positive. The patient was extubated within 24 hours. After 72 hours the patient's condition worsened, and he was reintubated on (B)(6) 2018. On (B)(6) 2018, the cardiologist identified paravalvular leak. The patient was re-operated and after reopening the aorta, the surgeon saw that the valve had moved up. The valve was replaced with a regent 21 mm valve, although a 23 mm could also have fit. The patient was weaned from bypass. At the time of reporting, the patient was in ICU and recovering slowly. The patient also developed mitral insufficiency. The site reported that it was possible that the valve was not positioned optimally from the outset, but that it was not believed to have moved at the time of closure. No manipulation of the hear was performed after implant or during venting.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Review of the echocardiography images provided confirmed the presence of severe aortic insufficiency two days postoperatively; however, the prosthesis and leak location could not be visualized. On pod3, tte showed moderate/severe to severe aortic regurgitation, but the prosthesis again could not be seen. On pod4, tee showed severe paravalvular leak, mostly from the posterior aspect of the stent. The valve appeared to be in an oblique position, with the posterior part "high" in the aortic root. There was moderate mitral regurgitation. Echo images from the time of implant were not available. Based on the event information provided, it is possible that the device was malpositioned from the outset due to difficulty visualizing the device at implant, and that the event is therefore attributable to user error. However, as the echo images from the time of implant were clear and were not available for analysis, the postoperative positioning of the valve (prior to the adverse event) cannot be confirmed. Therefore, the root cause of the event cannot be confirmed. Based on the document review performed, no manufacturing deficiencies were identified. The device was not available for return and analysis.

Manufacturer narrative:
Device not avaiable for return.

Event description:
A perceval pvs23 was implanted on (B)(6) 2018 due to stenosis of the native aortic valve. After extensive decalcification, the surgeon measured the annulus and a medium valve was implanted. The implant was very difficult to visualize, and the holder might not have been perfectly perpendicular to the annulus. After declamping, the surgeon did not get confirmation that the valve was positioned correctly via tee; however, the patient's parameters were positive. The patient was extubated within 24 hours. After 72 hours the patient's condition worsened, and he was reintubated on (B)(6) 2018. On (B)(6) 2018, the cardiologist identified paravalvular leak. The patient was re-operated and after reopening the aorta, the surgeon saw that the valve had moved up. The valve was replaced with a regent 21 mm valve, although a 23 mm could also have fit. The patient was weaned from bypass. At the time of reporting, the patient was in ICU and recovering slowly. The patient also developed mitral insufficiency.